Manufacturer narrative:
Photographic images were sent in by the customer. The device has been returned to the manufacturer and visual inspection was performed. The reported lot number matched the returned device, a review of the device history record (DHR) is in progress. At this time, the investigation is still in progress and results are not available. An in-service was performed at the hospital regarding fill volumes and pump models. A conclusion will be provided in a follow-up report when the eval and investigation is completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: 0.25% marcaine. Fill volume: 335ml. Flow rate: 14ml/hr. Procedure: robotic umbilical hernia repair. Cathplace: bilateral to the mesh on the peritoneum. Date of surgery: (B)(6) 2013. Pt's husband called because the pump had run out too quickly and was almost empty. The hotline nurse was trouble shooting the pump and had him send in a picture of the pump. The pump was empty and had a sticker on the pump for 335ml of 0.25% marcaine. Husband mentioned both were set at 7ml/hr (dual saf dial). Husband was instructed to clamp the pump and give his wife water. The pt was 12 hours into therapy and was noticing a metal taste in her mouth. Hotline nurse contacted the pt's surgeon who indicated he wrote his standard order of 270 dual and the pump that was filled was the wrong pump. Pt was stable and was told to save the pump.